Event description:
Customer states: ett kinked in pharynx, obstructing ventilation. Customer confirmed non routine extubation and recannulation of replacement tube was required.

Manufacturer narrative:
The product associated to this report is unknown so related 510k cannot be determined. Information provided to date suggest that the associated product is not sold in the us but due to limited information exact product ID cannot be determined. Customer stated that the lot number is unknown and no sample is available for return.